Event description:
It was reported, the customer was receiving no delivery alarms on their insulin pump. The customer stated they had been receiving their no delivery messages for the past year. It was also found the customer received a no delivery alarm during a bolus delivery. The customer stated their insulin delivery stopped at 3.5 units. The customer was unable troubleshoot at the time of the call. Customer was advised to monitor their blood glucose. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.